Manufacturer narrative:
The initial MDR 2432235-2014-00492 was filed on august 15, 2014.additional information (08/19/2014): the customer ran serial dilution on the original sample, and the results indicated that the samples were not diluting out. The cause for falsely elevated cancer antigen -15.3 br-ma result is unknown. Siemens requested the sample material from the customer for further investigation, but it was not provided.

Manufacturer narrative:
The cause for the falsely elevated cancer antigen-15.3 br-ma results are unknown. Siemens healthcare diagnostics is investigating the issue.

Manufacturer narrative:
The initial MDR 2432235-2014-00492 was filed on august 15, 2014.the first supplemental MDR 2432235-2014-00492_s1 was filed on august 25, 2014.additional information (02/12/2015): a new sample was obtained from the patient and was tested on an advia centaur instrument, the immulite 2000 instrument and on an alternate platform, all resulting reactive. The sample was non-reactive on second alternate platform. The sample was also tested using heterophile binding tube (hbt) on the advia centaur instrument and the immulite 2000 instrument. The hbt did not change the results and the data indicated that there may be no heterophile interferant. The patient discontinued the therapeutic treatment and the sample will not be made available for further testing. The cause for falsely elevated cancer antigen -15.3 brma result is unknown.

Event description:
The customer obtained falsely elevated results on samples from one patient for cancer antigen-15.3 (br-ma) on an immulite 2000 instrument when using reagent lot 251. The original sample resulted high. It was repeated twice and the results matched the initial result. A new sample was obtained from the patient and tested on the immulite instrument and it was also elevated. The original sample was then tested on advia centaur instrument and the results were lower. A new sample was obtained from the patient and tested on an alternate platform, also resulting lower. The falsely elevated results were reported to the physician(s) and were questioned. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated results on the patient samples.